Event description:
This is a spontaneous nurse report from the USA of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment information was not provided. It was not reported whether pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The nurse had no further information.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 29 mg/dl, 120 mg/dl, and 62 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer returned meter serial number (B)(4). The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the readings reported were not found in the internal memory log of the meter.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.